Event description:
It was reported that this right atrial (ra) lead was explanted due to an infection. No additional adverse patient effects were reported. This device will not be returned.

Event description:
It was reported that this right atrial (ra) lead was explanted due to an infection. No additional adverse patient effects were reported. This device will not be returned.